Event description:
(B)(4). Bloating, stabbing abdominal pain, sensitivity to certain foods, severe migraines, painful intercourse, back pain, incontinence, depression, vitamin d deficiency, swelling of left body parts especially left foot running from hip area down my left female parts, severe fatigue, weight gain severe, sore breasts, painful periods, foggy mind, lightheaded, unable to loose weight even with healthy nutrition, jaw pain, chipped teeth plus other dental problems, metal taste in mouth with food or drinks, severe allergic reaction with hives all over chest and back out of nowhere, more during very hot days or very cold days when I sweat, hip pains, severe, stabbing back pain, hair loss, severe dry scalp with painful chunks of scalp coming off on hot weather. Hairy growing in weird places. All over body odor wasn't there before. Pain is server daily. Joint pains. Knee pain.

Event description:
(B)(4). I had a hysterectomy on (B)(6). My uterus, cervix and fallopian tube were removed along with the essure devices. I am 5 days post op recuperating from such horrific experience. Still having to care for 4 special needs children and my husband being the only provider. I cannot say how my health is yet because I still do not feel a remarkable difference. I still experience pain from the surgery which I'm sure is expected.